Event description:
The customer reported that a needle-syringe malfunction has occurred while injecting the vaccine to a patient resulting in the patient not receiving the full intended amount of the vaccine. The liquid spilled on patient's arm only. Only a very small amount of vaccine reached the patient, exact amount is unknown, likely more than 90% amount was spilled. The patient was accompanied by their mother and is aware of the situation. The lvn tightened the syringe attachment to the needle prior to drawing, and after drawing to ensure the injection is tight.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. No physical sample was returned for evaluation. A photograph of a single blister strip package was provided but did not show any product problems. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.